Event description:
The event is reported as: customer alleges: during operation, the clips fell into pt when the doctor received the hemolok from nurse during operation. The instrument can not hold the clips. No clips remained inside the pt. Doctor found the clips and removed it, no injury on pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.